Event description:
Customer reports that her friend received the following results on the customer's aviva system within 10 minutes: 281 mg/dl and 140 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lay user/patient contacted lifescan alleging the meter's up arrow button is sticking. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.